Event description:
Procedure type: gynecological. According to the reporter and additional info received: procedures performed: lavh with bso, anterior/posterior repair with mesh, cystoscopy. Findings: grade ii uterine prolapse, cystocele, and rectocele. The pt underwent an anterior repair and poster repair procedure for treatment of pelvic organ prolapse. Allegedly, the pt experienced damage to an organ system and pain. Pt has undergone or will undergo corrective surgery or surgeries. The device remains implanted.

Manufacturer narrative:
(B)(4). Date of initial report sent: 08/05/2010. Bard MDR #: 1018233-2010-00080. MDR #: 9615742-2010-00031 (avaulta anterior biosynthetic support system). (B)(4).